Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. A review of the clinical file showed the customer's report. It was determined that software was sensitive to normal and expected impedance changes during pad placement, adjustment, or compressions, even with good pad adhesion. The pads on/off threshold was aligned to prevent future reoccurrences. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.